Manufacturer narrative:
(B)(4). Manufacturing date from 11/02/2015 to 11/04/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with a microscope was performed and noted the device had leaked on to the exterior part of the device. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The device had been filled with fluorouracil in 0.9% sodium chloride solution. This was noted before patient use. There was no patient involvement. No additional information was available.